Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure of a 26mm sapien 3 ultra valve, there was difficulty advancing the valve through the 14fr esheath+. The system was manipulated, and the valve was able to advance through the esheath+ but the stent strut was bent as a result of the excessive force. The entire system was withdrawn with no patient injury. A new esheath+, delivery system, and valve was opened and prepped. The valve was implanted successfully without any issues.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted based on additional information. The following section of this report has been updated: h10 (provide narrative/data). This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report no: 2015691-2022-05721. The investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on device evaluation. The following sections of this report have been corrected/updated: h6 (component codes, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The valve was returned to edwards lifesciences for evaluation. The returned crimped valve was visually inspected, and one strut was observed to be bent outwardly at the inflow side. The valve was then expanded, and one strut remained bent. The valve frame was canted/distorted, and all struts were expose through the skirt. The leaflets were noted to be wrinkled, torn, and dehydrated due to storage condition. Imagery was also provided for review. The patient's right access vessel had presence of calcification and tortuosity. It was also noted that one strut had bent outwardly at the inflow side. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving valve and esheath+ usage. The IFU/training manuals provides instructions on how to insert and advance a delivery system through the sheath and includes mitigation steps and best practices to address high push force. It also notes that push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve frame damage was confirmed based on the returned device evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. As reported, 'during a transfemoral tavr procedure of a 26mm sapien 3 ultra valve, there was difficulty advancing the valve through the 14fr esheath+. The system was manipulated, and the valve was able to advance through the esheath+ but the stent strut was bent as a result of the excessive force. The entire system was withdrawn with no patient injury.' Per the case note, the insertion angle was reported as average. Per the training manual, 'insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion' and 'in expectation of high friction, use short movements and push delivery system closer to sheath hub.' Furthermore, the training manual instructs that 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification,' 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system,' and 'do not over-manipulate the sheath at any time.' Per review of imagery provided, the patient's access vessel had presence of calcification and tortuosity. The presence of calcification and tortuosity in the vasculature can create a challenging pathway during delivery system advancement, which can lead to higher push force. If excessive force was applied to overcome associated resistance, it could lead to the valve struts interacting with the sheath shaft, resulting in the bent struts at the inflow area. In this case, available information suggests that patient factors (tortuosity and calcification) and/or procedural factors (high push force, excessive device manipulation, and steep insertion angle) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous CAPA was initiated to improve activities regarding insertion of the delivery system with valve through the sheath resulting in frame damage. Since this event occurred after correction actions were implemented, a product risk assessment (pra) was performed and found the control limits have not been exceeded. Therefore, no further action is required.